Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. E1: patient city: (B)(6). Patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced three infusion set cannula were leaking events on (B)(6) 2024. The events occurred immediately after insertion. The insertion site was at the abdomen, legs and flanks. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 5402102 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of ref. Samples version 11 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 38 on reference samples, 5 samples out 5 samples passed the test. Functional test 1 according to with wi version 10 on reference samples, 5 samples out 5 samples passed the test. Functional test 2 according to with wi version 7 on reference samples, 5 samples out 5 samples passed the test. Only five samples were tested because the rest of the samples were used for destruction testing for the quality department. A batch record review was conducted resulting in the following: the lot 5402102 was manufactured according to the document wi version 41 on the packing process in the line multivac 07, on 27/oct/2022, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Trending: a query was run in database against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 5402102 and no other one complaint has been registered in database since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing survillence (pms) product trends and malfunction according to the on market quality review (omqr) procedure.